Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead, and the device algorithm failed to withhold therapy. Sensitivity was adjusted and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).